Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the wake button was difficult to press. Reportedly, the customer pressed the wake button with more force, and the screen turned on. Customer's blood glucose level was 137 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.